Manufacturer narrative:
In the event the device is received for evaluation or additional information is received a follow-up report will be submitted. At this time, carefusion has not received the suspect device/component from the customer for evaluation. (B)(4).

Event description:
It was reported that the tidal volume (vt) was out of range. The exhaled volume (vte) was 741 while the set value was 500 ml and main printed circuit board assembly (pcb) exhl flow transducer failed the 3 cmh2o calibration. There was no harm to the patient.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed; the reported issue was unable to be confirmed or duplicated in a laboratory setting.

Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a vela turbine, and evaluated the device. An evaluation of the component duplicated the reported issue and found that the turbine characterization was no longer valid.